Event description:
A report was rec'd from (B)(6) which states: "cutter does not cut. No pt impact." Add'l info: the cutter still aspirates yet doesn't cut.

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been rec'd.